Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2023, it was reported that the patient was sleeping when her husband noticed she was diaphoretic. The patient¿s husband called 911 and administered a glucagon injection to the patient. No bg/cgm comparison values could be recalled. Once ems arrived, the patient was treated with an unspecified IV. At this time, a bg meter reading was taken and reported to be ¿15-20 points different¿ than the patient¿s cgm, but no specific values could be recalled. The patient recovered at home and the ems left after approximately 30-40 minutes. The patient was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia.